Event description:
It was reported that (B)(6) transmission showed nsln due to post-paced t-wave oversensing on ventricular lead. The oversensing was noted on a stored egm. The device is asymptomatic. Re-programming the device sensitivity was recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.